Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and advanced the wire guide into device but stuck at the purple hub. Then user tried put the wire guide from the tip of the device but still stuck at purple hub. No use on patient. Lab evaluation date: 07 apr 2022. Visual inspection: safety trigger still in place, red marker at 2nd dimpling. No apparent damage/defects. Functional inspection: 0.035" wire guide stuck at approximately yellow marker. Device actuated as intended. Stent deployed and lock wire removed without issue. Kink/twist observed on polyimide.

Event description:
Follow up report being submitted due to the completion of the investigation on 15 dec 2022

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c1869911 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation lab evaluation date: 07 apr 2022 visual inspection: safety trigger still in place, red marker at 2nd dimpling. No apparent damage/defects. Functional inspection: 0.035" wire guide stuck at approximately yellow marker. Device actuated as intended. Stent deployed and lock wire removed without issue. Kink/twist observed on polyimide. Document review prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for ¿evo-fc-10-11-6-b¿ of lot number ¿c1869911¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1869911¿. The instructions for use ifu0062 which accompanies this device instructs the user to" if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the information available. The damage could have potentially occurred when the user was taking the device out of the packaging or during preparation. Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.